Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose levels ranging from 67-500 mg/dl. During troubleshooting, customer support (cs) found the time/date to be accurate but the basal history did not match active basal program, and advised the patient to discontinue pump use. This complaint is being reported as cs considered this to be an inaccurate delivery issue, and patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/23/2015 with the following findings: no defect was found. Unable to duplicate the complaint. The black box shows an unexplained power on reset on (B)(6) 2015 05:36; when pump was powered back on the time/date was not corrected and pump ran on default setting until a manual time/date change was made from (B)(6) 2007 to (B)(6) 2015 10:30. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately.